Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported by a patient advocate that the patient with this pacemaker was hospitalized during the prior week due to an issue related to the device. This pacemaker remains in service and no additional adverse patient effects were reported. Additional information is being requested from the field.